Event description:
It was reported that the customer experienced intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. A cartridge change was performed resolving the occlusion.